Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 623 mg/dl and high ketones that were identified as dangerous by healthcare provider. It was also discovered that the customer has a mild acute kidney injury due to issue. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.